Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through medwatch (mw5080249) "left knee replacement using stryker triathlon device. Not one day pain free since replacement and swelling causing me to stumble or almost fall in many instances. Left knee protruded into right knee at all times. Awakened throughout the night due to pain and have to change positions to ease pain. Have seen additional orthopedic surgeons, physical therapist who won't touch my leg and it's not properly aligned."